Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. No investigation was performed as the issue was resolved during initial troubleshooting. Resolved at the time of issue.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when user went to boot up the system for the cases that day, it got stuck in system booting, please wait. The user rebooted the system and it resolved the issue. It booted up fine the next morning. There was no patient was present during this issue.